Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all specs were met.

Event description:
It was reported that during a procedure in the orbital area the wire pass drill broke. The snapped tip was retrieved immediately. There was no patient injury or intervention reported.